Manufacturer narrative:
B5: medication was used. Lens was removed. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced narrow angles and significant lens vault. A possible lens exchange may be planned. If any additional information is received, a supplemental medwatch report will be submitted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Additional informaton: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, glare/halos, blurred vision, and headaches. Cause of the event is unknown. Claim# (B)(4).